Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications. Additionally, (B)(4) samples were returned, and tested for analytical specificity. Due to sample volume limitations two of the vials were treated with a heterophilic blocking tube (hbt) and manual dilutions were prepared using all four of the vials. All of the dilutions of the four samples were outside the evaluation criteria indicating the presence of an interferent. The two samples tested for hbt produced results similar to the neat sample which indicates the interference was not due to heterophilic antibodies. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a false positive troponin result for one patient on the architect i2000sr analyzer. The following data was provided: initial 2.3, repeat 2.01 (both retested and confirmed over 2.0 ng/ml), a third draw was negative (no specific data provided). The customer uses the cutoff of 0.39 ng/ml. The patient presented with seizures and was transported from a drug rehab facility. The EKG, ck and ckmb results were normal. There was no additional impact to patient management beyond the non-invasive diagnostic test (EKG).